Event description:
It was reported that during routine follow-up, the ventricular lead exhibited noise that caused inhibition of pacing. The noise was reproducible through pocket manipulation. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.